Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, the customer's report was observed during review of a video that was provided. However, without receipt of the device, component root cause could not be determined by the video alone. Analysis of reports of this type has not identified an increase in trend.